Manufacturer narrative:
The investigation for the console (aic) loss of opm data has been completed. Data logs were reviewed finding there were immediate placement signal and snr errors. The lt logs for this case shows there was persistently low snr with out of bounds oscillating contrast. The aic was returned for evaluation. Functional testing found the snr with a known-good optical cavity was 1886 which is below the acceptable threshold. The unreliable placement signal in the field was due to the low snr optical bench. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. The impella 5.5 was returned for continuous placement signal unreliable alarms. During investigation of the impella 5.5, a similar pattern was noted on the automated impella controller (aic). The patient survived the event. The related pump issue was reported in manufacturer device report number 1220648-2024-20804.

Manufacturer narrative:
H6 updated. B7 other relevant history, including preexisting medical conditions updated.d1 common device name updated.